Event description:
Information received indicates the brake caster continues to swivel when the brake pedal is engaged.

Manufacturer narrative:
The technician isolated the issue to a worn brake caster. He replaced the right head brake caster to repair the bed.